Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer received an insulin flow blocked alarms. The user stated the insulin flow blocked have occurred and prevented them from entering auto mode. Blood glucose level at the time of the incident was unknown. Auto mode was not active at the time of the incident. No harm requiring medical intervention was reported. The pump will not be returned for analysis.